Event description:
It was reported that during a radial cystourethroprostatectomy with ileal loop diversion the jaws of the device got stuck on patient tissue and the handle would not release initially. Eventually the handle was pried open and the tissue was released. A similar device from another manufacturer was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
The device was picked up by the manufacturer's representative and is currently in transit to the manufacturer as of the date of this report. A follow-up report will be sent upon completion of the device evaluation after the device is received.